Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38mg/dl. The customer was treated for the low blood glucose with glucose tablets. Customer¿s blood glucose level was 201mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was wearing the insulin pump at time of hospitalization. The customer was not connected to the insulin pump while priming the device. The product was not returned for analysis.